Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, it intermittently froze at the six images screen and would not complete the power on self-test (post). The single board computer (sbc) printed circuit board (pcb) will be replaced.

Event description:
It was reported that a ventilator display froze at the start up/welcome screen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.